Event description:
Premature battery depletion was reported and the system was replaced. It was noted that patient had symptoms or complications associated with this event. The health care provider tested lead before new battery and wanted to replace because power was higher than she wanted. It was noted that the location was on the lead. Twelve days later it was noted that the symptom reported was the fact that battery was taken out. It was noted that the device did not reach elective replacement indicator (eri) or end of service (eos). The patient was neither in a cycling or continuous mode. The patient was receiving effective therapy with replacement. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v689335, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# v689335, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomaly. The ins battery was at normal end of life and there was no telemetry and no output. Analysis of the tined lead ((B)(4)) found no significant anomaly. The lead body conductor was crushed.